Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion was located in bifurcation of a mid left anterior descending artery and a diagonal artery. The lesion was predilated with a 2.5x9mm maverick balloon to 9 atms. The 2.50x16mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 12 atms. The balloon totally deflated, but the physician experienced withdrawal difficulties. The physician deep seated the jl4 runway guide catheter and was able to remove the balloon. No pt injuries or complications occurred. Pt's status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.